Event description:
A customer reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support (cts) arranged for a replacement pump, provided instructions for storage mode, and advised on returning the faulty pump within 10 days. Customer will continue to use current pump.